Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular connectors. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Manufacturer¿s analysis confirmed the customer comment that the output connector assembly of the external pulse generator (epg) was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.